Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 2.5g over specification.

Event description:
Suspected bilateral symptomatic rupture left side.